Manufacturer narrative:
D4 expiration date should of been left blank on the initial report that was submitted. D4 lot number, serial number and primary UDI number were updated per investigation information. D6a and d6b should of been left blank on the first follow-up report that was submitted. Investigation summary: data analysis: the data logs were consistent with the reported complaint. The case started on 13th aug 2025 and shortly after the automated impella controller (aic) was disconnected from the alternating current (ac) power supply. This disconnection triggered the ac power alarm, followed by a low battery level alarm approximately two hours later. Notably, neither alarm was cleared subsequently. Additionally, the aic was forcefully rebooted by turning off and then on the battery transporter switch, yet the alarms persisted. Device analysis: the console (B)(6) was returned for further investigation, during which the failure mode was successfully reproduced. Visual inspection revealed that the internal white (neutral) wire was loose. Upon opening the ac plug, it was evident that the wire had broken. However, the clamping marks on the outer sheath indicated that the wire had been cut, consistent with the vendor¿s wiring instructions. It appears that the torque applied when tightening the terminal screws was excessive, which likely contributed to the copper wires breaking more easily. Note: the supplier quality team was made aware of the complaint and the investigation findings. The aic was listed as (B)(6) but according to an email the serial number was updated from (B)(6). Root cause: the reported issue of aic not charging despite attempting multiple outlets and displaying battery level low alarm was due to the defective ac power cord set (broken white wire).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This follow-up report is being submitted to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella automated impella controller (aic) was not charging despite attempting multiple outlets. The display was showing a battery level low alarm. Patient care continued with a replacement aic.